Event description:
It was reported that a ax55g was used during a rectum resection procedure. It was reported by the affiliate that the instrument does not staple. There was no consequence to the patient.